Manufacturer narrative:
If implanted, give date: not applicable, as there is no indication that the lens was implanted. If explanted, give date: not applicable, as there is no indication that the lens was implanted therefore it was not explanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a za9003 model intraocular lens(iol) had loading issues and lead haptic was folded in/ bent . The lens was partially inserted into the patient's left eye and was removed in the same procedure. The procedure was completed successfully using backup lens of same model and diopter. This event was observed while inserting the lens into patient's eye. No further information available.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Section d9: returned to manufacturer on: 3/17/2021. Section h3: device returned to manufacturer: yes. Device evaluation: no complaint lens was received with the product returned and only the original lens case, original folding carton, patient stickers, and implant notification card were received, and therefore no product evaluation could be performed. The complaint issue could not be confirmed and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search revealed no additional complaints from this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.